Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient and no additional events have been reported at this time. A direct correlation between the device and the reported gastrointestinal bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, the patient reported having dark, tarry stools for the past 3 days, and experienced increased lightheadedness when sitting up. The patient¿s hemoglobin dropped from 11.2 g/dl to 9.7 g/dl within 4 days. The patient was continued on aspirin and coumadin. On (B)(6) 2017, an outpatient esophagogastroduodenoscopy revealed 3 actively bleeding duodenal and proximal jejunal arteriovenous malformations, which were treated with argon plasma coagulation. The procedure resulted in effective eradication and cessation of bleeding. The patient continued on aspirin and coumadin.